Manufacturer narrative:
Internal file number: (B)(4).

Event description:
Subsequent to the previously filed report, additional information was received that on (B)(6) 2019 the patient was discharged from the hospital and forgot to take the clopidogrel. The discontinuation of clopidogrel was the cause of the stent thrombosis. The condition resolved on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient anatomy and the delivery system was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and thrombosis are listed in the xience pro a, everolimus eluting coronary stent system, instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2019 the 3.0x15 mm xience pro a stent was implanted in the mid left anterior descending coronary artery (lad). On (B)(6) 2019 the patient had an st elevation myocardial infarction due to in-stent thrombosis. Revascularization in the mid lad was performed and the patient started prasugrel medication. The condition is continuing. No additional information was provided.